Event description:
Patient experiencing soreness and general discomfort around the can of the device. Reddened skin around the generator can as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).